Event description:
It was reported that the customer's insulin pump display was blank. His blood glucose was 425 mg/dl. Troubleshooting was performed. There was no exposure to moisture and the insulin pump was neither bumped nor dropped. It was stated the customer would treat for high blood glucose with a bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.